Event description:
This lead was explanted because the insulation has been torn away. The physician noted an acute bend in the lead around the tear. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The inspection of the lead revealed a damaged insulation at 17 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed what was mentioned in the complaint description. The outer coil was found fractured in this section. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore cuttings in the insulation were observed which occurred most likely during the explantation procedure. Blood penetrated the lead. The analysis did not reveal any sign of a material or manufacturing problem.